Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line), which occurred on the homechoice (hc) during initial drain. The home patient (hp) stated they connected themselves to the hc when the display read initial drain. The technical service representative (tsr) explained they connected during therapy and then air got into the system and they would have to shut the system down. The tsr explained the alarm and assisted the hp to cycle the power off/on twice to clear alarms system error 2240 and system error 2367. Per the troubleshooting performed by the tsr, the hp reported they were connected at the time of the alarm, they did not become inadvertently separated from the transfer, and they did press go before connecting to the machine. The tsr reviewed proper procedures per the user manual with the patient. The patient stated they would complete therapy using new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed because the patient reported pressing go prior to connecting himself. The cause was use error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. The label review found the labeling adequate for the use error in this complaint.